Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Event date correction. Concomitant product UDI for reservoir is (B)(4) and for cx is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected and leak tested. The microscope test found contamination (bodily fluid) in the pump, so the functional test was not performed. No leaks were identified. The reservoir crack was not confirmed because the pump tubing was cut down to the pump block. Based on the information available and analysis results, the reported clinical observation of hole and mechanical issue were not confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, the pump was explanted and replaced. No patient complications reported.